Event description:
I used a extra large icy hot back patch which used according to direction on my lower back and now have a significantly large 2nd degree burn on my back. It is at least 12lx5w inches. It blistered and is now starting to scab, it is swollen, red and very sensitive to touch of any sort. I am extremely upset that my back now has this burn and will probably scar, especially since the whole point of using the patch was to relieve some internal back discomfort. Now on top of that I have this huge burn to deal with. I researched to see if anyone else had a problem and I have seen numerous cases listed that have had the same problem as myself. I also see there was a recall. I purchased these patches some time in 2009 mid to late in the year but the recall was sometime in 2008. Obviously there is still a problem and I don't think that it is right this product is still out there causing other significant injury to people looking for relief, not to mention scarring and other discomforts. Dose or amount: 1 extra large patch. Dates of use: a couple hours if that. (B) (6) 2010. Diagnosis or reason for use: back ache.